Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre- analytic issue cannot be excluded. A possible root cause may be related to a temporary instrument issue (e.g. Sample probe affecting liquid level detection) causing erroneous results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of questionable results for 2 patient samples tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory. On (B)(6) 2015 the initial hcg + b result from a neat sample was 0.327 iu/l. This result was reported outside of the laboratory. This result was questioned by the physician because on (B)(6) 2015 the patient had an hcg + b result of 225.3 iu/l with a data flag. The sample from (B)(6) 2015 was repeated with a 1:20 dilution and the result was <2.00 iu/l with a data flag. The customer continued to perform repeat testing on the sample from (B)(6) 2015 with results of 260.2 iu/l with a data flag, 243.4 iu/l with a data flag, and 270.4 iu/l with a data flag. No adverse event occurred. The hcg + b reagent lot number was 183183 with an expiration date of 05/30/2016. Calibration data from (B)(6) 2015 was acceptable. Quality controls were within specification. Based on the available data, a possible root cause may be related to a temporary instrument issue. A pre-analytical issue cannot be excluded. The customer did not follow the recommended dilution procedure. Dilution is recommended for samples > 10000 iu/l. The recommended dilution ratio is 1:100. The recommended instrument check and preventative maintenance including adjustments have been done. No further issues have been observed with the instrument. A general reagent issue is not likely.